Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the bottom half of the display was difficult to see. The field service rep replaced the back light kit to resolve the issue. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.